Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), product type: extension. Product ID: 748966, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, product type: lead, product ID: neu_unknown_lead, product type: lead. Leads with unknown serial numbers were returned for analysis, but analysis is not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for interstim ¿ other. It was reported that the patient was having their system explanted, the lead broke, and a lead fragment was left implanted in the patient. It was also mentioned that the patient was left "high and dry" by their healthcare professional (hcp) and still had staples in stomach from 24-dec ins removal. Lastly, the rep reported that the patient reported a burning sensation when a rep reprogrammed him; the rep was unsure when this happened. The rep also wanted to ask about MRI compatibility with a partial system implant. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 748966, serial# (B)(4). Product type extension, product ID 748966, serial# (B)(4). Product type extension, product ID 3093-28, lot# j0526966v, implanted: (B)(6) 2005 explanted: (B)(6) 2019. Product type lead, product ID 3093-28, lot# j0519400v, implanted: (B)(6) 2005, explanted: (B)(6) 2019. Product type lead. Additional review indicated that patient codes (B)(4) do not apply to this event. Additional review indicated that the information reported in mfg report # 3004209178-2019-23479 pertains to this event. Any additional information will be reported in this report. Additional review indicated that the information pertaining to a reprogramming session with bruising and burning has previously been captured in mfg report # 3004209178-2016-15089. Any additional information regarding these events will be captured in that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 748966 lot# serial# (B)(6) product type extension product ID 3093-28 lot# j0526966v implanted: (B)(6) 2005 explanted: (B)(6) 2019 product type lead product ID 3093-28 lot# j0519400v implanted: (B)(6) 2005 explanted: (B)(6) 2019 product type lead h3: pli 10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Pli 20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 3 conductor was broken in the body of the extension at the distal side of the transition. Pli 40: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor(s) were broken in the body of the lead; consistent with explant damage. Pli 50: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.